Event description:
On 5/20/2022 it was reported by a sales representative via email that the micro suturelasso from an ar-8690ds implant kit, would not advance through the curve. Also, on the short bone tunnel lassos, one of the green funnel was missing. Another kit was opened and case was completed without further issues. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is unable to be confirmed based on the customer-provided photo of the opened tray and without return of the suturelasso for functional testing. No change in harm was identified. No problem found.